Event description:
A surgeon reported multiple pts with an increased incident of anterior capsular fibrosis ten days to three weeks following intraocular lens (iol) implant surgery. The surgeon reported that he has occasionally observed posterior capsular opacification (pco) with no change in incident rates. He also reported the events have resolved with yag laser "membranectomy." There are three medical device reports associated with these events. This report is for the multiple unk pts.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Add'l info was requested by phone, fax and mail on 05/02/2012, 05/04/2012 and 05/21/2012. A completed questionnaire has not been received. (B)(4).